Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("she has been affected by essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse event had not resolved. The reporter considered adverse event to be related to essure. The reporter commented: she reported she will be mutilated to remove the product and have a quality life as the one she had before the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: adverse event - the analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("she has been affected by essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse reaction had not resolved. The reporter considered adverse reaction to be related to essure. The reporter commented: she reported she will be mutilated to remove the product and have a quality life as the one she had before the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: adverse event - the analysis in the global safety database revealed 40 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.